Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. A patient/layperson alleged the results with his onetouch ultra2 meter possibly were inaccurately high. At 12:33 pm et in 2009, the day of his call, the patient obtained 167 mg/dl. Based upon that result the patient reportedly injected 7 units of insulin, type not provided. Shortly before 1 pm, the patient stated he felt "real bad with cold sweats". At 1:17 pm (based on his meter's memory) he tested, result 62. Although the patient also obtained 110 mg/dl at some point after receiving the 167 and then taking insulin, the time frame was not provided. The patient drank orange juice and other beverages or food either after the 62 or when the symptoms began. For that reason, his blood glucose increased to 257 mg/dl. Because the patient alleged that his blood glucose became low after injecting insulin based upon an inaccurately elevated result, the complaint is reported. The products were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.